Event description:
The star total ankle replacement tibial component, sliding core mobile bearing, and talar component was removed due to medial pain.

Manufacturer narrative:
Add'l removed components: star total ankle replacement, sliding core mobile bearing, model #: 400-140, lot #: 1010028, expiration date: 11/01/2015, date of implantation: (B)(6) 2011, date of explantation: (B)(6) 2014, device manufacture date: 11/2010; star total ankle replacement, talar component, model #: 400-254, lot #: 091002/2004, expiration date: 01/01/2015, date of implantation: (B)(6) 2011, date of explantation: (B)(6) 2014, device manufacture date: 01/2010. There were no deviations reported in the DHR for part numbers 400-140 lot 1010028, or 400-254 lot 091002/2004. The DHR for part no. 400-263 lot 100204/2832 noted that 1) out of the 35 pieces were discarded, and 5 pieces were reworked; all released parts were within specification. Visual examination confirms marks on the components are consistent with insignificant wear and removal of components. Company report form also states surgeon damaged implants upon removal.